Event description:
It has been reported to philips that the display was black during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor had no display. Upon functional testing, fse found that the live monitor was defective. The fse replaced the live monitor. After replacement of live monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.